Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection of the picture sample found the bottom jaw was missing plastic overmold. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU states, close jaws using device lever before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue to address the robustness of the bottom jaw. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy procedure, after about 4 hours, the left side of insulation on the upper jaw, and inner section of the jaw got damaged and seemed to be peeled. It was not felt, the device was caught on something. Also it did not seem any pieces disengaged and fell off. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.